Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: the product was not returned nor were x-rays available for review. The item number and lot number are unk. The cause of the tibial component loosening cannot be determined, due to insufficient info. No product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers this investigation closed.

Event description:
It is reported that a sales rep called in, and reported that there have been cases of loosening when using the mis stemmed tibial component. Implant and explant info is unavailable.